Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the nozzle had foreign objects. The tube cleaning brush and forceps could not be inserted and the suction volume did not meet standard value due to clogging of the channel tube. It was also noted that adhesive on the bending section rubber had a crack, a white clouded area and a chip. There were scratches noted throughout the device. The paint of the scope cylinder was peeled and the adhesive around the light guide lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera duodenovideoscope cleaning brush could not be inserted or removed. Inspection and testing of the returned device found that the channel tube was clogged and had foreign objects coming from the distal end. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: chapter 3 preparation and inspection, ¿section 3.2 inspection of the endoscope¿ and ¿section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.